Event description:
Dexcom was made aware on 03/24/2025, that on (B)(6) 2025, the patient experienced a skin reaction. The wearable was inserted into the arm on (B)(6) 2025. The patient experienced a skin reaction with an infection which occurred four days after the sensor had been inserted in the arm. Prior to sensor insertion the area was prepped with alcohol. The patient developed swelling, inflammation, drainage, and an infection under the sensor patch. The patient consulted his mom who is a nurse, and she recommended that the patient have the reaction site checked by a physician. On (B)(6) 2025, the patient consulted a health care provider who prescribed an oral antibiotic medication (sulfamethoxazole and trimethoprim, unspecified dosage for 7 days.) For the infection. At the time of report the infection had already healed and the patient was doing well. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).